Event description:
It was reported that pump stopped charging often and needed adjustment, had crack around charging port. No information was available regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no corrective actions or technical support interventions were reported, and no additional information was received regarding the outcome of the event.